Event description:
Litigation alleges that the patient suffered and continues to suffer from pain and serious bodily injury. It was also noted that there was rust colored fluid and tissue, black and cloudy fluid under the ilner, and a general indication of a metal on metal type reaction.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis, metal wear and elevated metal ions before first revision. Updated date of revision. Added patient's age, revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2814476 and 3106543 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.